Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles.there was no report of patient harm or injury. Despite of three attempts (B)(6), (B)(6), (B)(6) and (B)(6); the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer in the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.